Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 3, 2019. They noted they had discussed/confirmed the following information with the physician. It was reported that there was an error in the collection and ordering of the wound culture, so there were not any culture results to report. They noted that at the pocket revision surgery, the wound was clean with no signs of infection. Since having the revision surgery, the pain and tenderness associated with the ins location had resolved. It was confirmed that the cause of the pain and tenderness was due to the location of the ins. The patient was unable to sit or lay down without putting pressure on the site, which caused them the pain and discomfort. It was confirmed that no devices were explanted; the ins was relocated during the surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was implanted slightly left of the tailbone and above the crack of their rear end. In (B)(6) 2019, the patient started experiencing pain and tenderness at the ins site. The patient reported that it hurt when they would sit or lay down but they were comfortable when standing. The pain at the ins site would start there and move across their tailbone and throughout their left buttock. The patient reported they hadn't had any falls or injuries. The patient met with the rep and the doctor on (B)(6) 2019. The pocket site was assessed. The incision at the pocket site was completely healed with no redness, swelling or warmth to the touch. The doctor collected 2cc of dark red fluid from the pocket site and sent it in for cultures. Pending the results of the cultures, the pocket site may be moved. The rep performed reprogramming as well. No device issues were reported. Additional information was received from the rep on november 11, 2019. They reported the patient had a successful pocket relocation on (B)(6) 2019. No further complications were reported or anticipated.